Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154vwc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported there was high impedance and a possible lead fracture. The proximal portion of the lead was explanted and will not be returned to the manufacturer. It was further reported that a perforation, cardiac tamponade and pericardial effusion occurred during laser lead extraction requiring medical and surgical intervention, a sternotomy was performed and the patient died the following day.